Event description:
On 8/9/94 rptr went in for MRI scan. Rptr was given a pair of head-phones with music playing; not given ear plugs. The MRI testing was extremely loud, continuously, and had an ear piercing sound that happened at regular intervals, it lasted for 34 minutes. Rptr could not hear the music because the machine was so loud. Upon exiting the machine, rptr told the tech that it was very loud, and she said my head was at the loudest part of the machine as rptr started to walk, she could feel a vibration in her head, extreme headache, dizziness, nausea, and a plugged feeling in both ears. This feeling of fullness, loss of hearing acuity, and occasional pain lasted until 8/31/94, at which time rptr experienced a sensitivity to everyday loud sounds called hyperacusis. It was accompanied by a high pitch ringing sound in both ears, called tinnitus, by mid 11/94. Rptr still has tinnitus at 5000 hertz, and is hearing sounds 10 to 20 decibels louder than the average person. Rptr is a 38 y/o female, who has been forced to wear ear protection much of the time.